Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 100 mg/dl. The customer stated that he experienced high blood glucose after receiving the alarm. The customer treated himself with a manual injection. Troubleshooting could not be fully completed because the alarm had already been resolved by a complete set change. The customer stated that he was able to prime the reservoir with the insulin pump. The customer stated that he was able to tap out all the bubbles. Assisted customer with inserting the infusion set. Nothing further reported.